Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device under the microscope displayed nicks on the knife blade and a cross cutting staple in the mylar cutting ring. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoid colon resection for diverticulitis procedure, the surgeon was able to attached the anvil correctly and both audible and tactile feedback were heard. It was also indicated that the tissue was free from any clips or similar device and the proximal side was pursed stringed with suture and distal side was stapled with a black reload.the device approximated under direct visualization and was fired when the green indicator appeared on the window after being fully squeezed. Upon opening the device, it was immediately seen in the abdominal cavity and the proximal and distal ends separated as if there were no staples. The surgeon removed the completed trans anally and both proximal and distal doughnuts were complete and thick. There was an unanticipated tissue loss and tissue damage as a result of the event, as a small amount of tissue was removed for the second firing . After the initial anastomosis failed the proximal end had to have new purse string applied around the anvil shaft and distal was stapled with two purple reloads. The surgical procedure was extended for about 45 minutes. A new device was used to complete the procedure. The second firing was successful with no leaks and the surgeon checked the staple line through scope for visual confirmation. The distal side of the tissue being stapled had staples from 2 firings of the purple reloads. After the firing the first device was examined and fired on the back table with no anvil on and the pusher bars extended but there were no staples.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoid colon resection for diverticulitis procedure, the surgeon was able to attached the anvil correctly and both audible and tactile feedback were heard. The device approximated under direct visualization and was fired when the green indicator appeared on the window. Upon opening the device, it was immediately seen in the abdominal cavity and the proximal and distal ends separated as if there were no staples. The surgeon removed the completed trans anally and both proximal and distal doughnuts were complete and thick. There was an unanticipated tissue loss and tissue damage as a result of the event, as a small amount of tissue was removed for the second firing . After the initial anastomosis failed the proximal end had to have new purse string applied around the anvil shaft and distal was stapled with two purple reloads. The surgical procedure was extended for about 60 minutes. A new device was used to complete the procedure. The second firing was successful with no leaks and the surgeon checked the staple line through scope for visual confirmation. The distal side of the tissue being stapled had staples from 2 firings of the purple reloads. After the firing the first device was examined and fired on the back table with no anvil on and the pusher bars extended but there were no staples.